Event description:
It was reported that following a stenting treatment procedure, stent thrombosis occurred. The procedure treated the "focal tight" 80% stenosed target lesion located in the mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0x12mm non-bsc balloon inflated to maximum 10 atms for 30 seconds leaving significant residual stenosis. Next a 2.25x16mm ion stent was advanced and deployed at 10 atms for 45 seconds and then re-inflated to 11 atms for 20 seconds. Final images were obtained showing a widely patent and well apposed stent with 0% residual stenosis and good distal flow. In (B)(6) 2012, the patient presented emergently with a 100% thrombosed lad at the midsection within the 2.25x16mm ion stent. The patient was given effient and an extraction catheter was used to remove the thrombus. An unspecified 2.25mm balloon was used to re-establish flow and reduce chest pain. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).